Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction. User had a low glucose value.

Event description:
Consumer complaint of "lo" blood results. Customer is feeling well. Performed back to back blood test: 105 mg/dl, 95 mg/dl. Customer stated she open the new vial of strips today. Reviewed memory of the meter, results displayed below:r1 95 mg/dl. R2 105 mg/dl. C3 103 (control). C4 45 (control). R5 144 mg/dl. R6 lo. R7 124 mg/dl. R8 129 mg/dl. R9 119 mg/dl. R10 235 mg/dl. Customer stated her normal range of readings are between 100 mg/dl - 125 mg/dl. No adverse event reported.